Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented during follow up. Upon interrogation, the pulse generator and the right ventricular lead exhibited oversensing. Noise was not reproducible with isometric testing and pocket manipulation. All other electrical measurements were in range. No intervention was performed.